Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the xience v stent delivery system (sds) would not cross and there were flared struts. Two xience v stents were deployed during this procedure. Reportedly, there were no pt effects. No additional event or pt info is available. This event is being filed on the analysis of the returned sds, which revealed that the stent implant is partially dislodged from the sds balloon.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the balloon and stent implant. There was contrast visible on the distal end of the shaft. The stent implant was stationary on the balloon. The distal end of the stent implant was 3mm proximal to the distal edge of the soft tip. There were four bent struts in the first row of proximal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 67cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The outer diameters of the stent implant were measured and met manufacturing criteria. The proximal measurements were taken one row distal to the damaged proximal struts. Product performance engineering reviewed the incident info and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. In this instance, the pt anatomy was not described in the case details, which may have assisted the investigation. Analysis of the sds noted blood and contrast, which is consistent with the use of the device. The tip seal length and stent implant outer diameter dimensions met manufacturing criteria. The stent implant had dislodged 3mm proximal to the distal edge of the soft tip, although, it was stationary on the balloon. Crimp marks were visible on the tightly folded balloon and between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent retention can be influenced by many factors including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and /or accessory devices. Also, it was confirmed that there were four bent struts in the first row of the proximal struts. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. To help ensure this type of issue is not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. In this case, it appears that the stent dislodgement and stent damage may have occurred during removal of the sds through the guiding catheter, however, this cannot be confirmed. The used guiding catheter was not returned for analysis, which may have assisted in the investigation. A bend in the hypotube was not observed during product inspection prior to use, however, may have occurred during or after an attempt to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the finished device lot history did not reveal any nonconformances for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.